Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection did not report any defects. The functional evaluation found that the device failed to pass the pressure test and gave a low vacuum error message, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go has no suction/alarming. No case involved; therefore, no other complications were reported.